Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the telemetry head is working normally. Review of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 7-may-2026, it is not possible to establish telemetry communication with the cpr4 head. Using a cpr3 head resolved the issue.